Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
Country of origin is (B)(6).

Event description:
The initial reporter complained of a discrepant inr result with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using the thromborel s method. The meter result was 2.3 inr and the laboratory result was 1.7 inr. The customer's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.